Manufacturer narrative:
CAPA remediation.

Event description:
The patient complained of lisping, right lower lip numbness, and a crooked smile at his post-op, 1-month, and 2-month appointments. The physician confirmed that the issue is now resolved.